Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('faliopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and polymenorrhoea ("frequent menses") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)/tubal ligation, other). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and polymenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding, uterine perforation and faliopian tube perforation. Essure removal date provide in pfs : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : event "frequent menses", reporter added, pregnancy outcome updated to "elective abortion." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('faliopian tube perforation'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)/tubal ligation, other). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding, uterine perforation and faliopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury¿ was updated to chronic/pelvic pain. Events- perforation: uterus, faliopian tube perforation, pregnancy, device ineffective, general abnormal bleeding, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding b/w periods) were added. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('faliopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and polymenorrhoea ("frequent menses") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)/tubal ligation, other). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia and polymenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she received treatment for pelvic pain, dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding, uterine perforation and faliopian tube perforation. Essure removal date provide in pfs : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gas and scar. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("chronic/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), polymenorrhoea ("frequent menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)/tubal ligation, other). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, metrorrhagia, polymenorrhoea and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), general abnormal bleeding, uterine perforation and fallopian tube perforation. Essure removal date provide in pfs : (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2012: essure confirmation test(s) (unspecified)- not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: pfs received: abnormal bleeding(vaginal) added. Event outcome and lab test date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.